Manufacturer narrative:
Updated section b4. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure (vcd) did not deploy. The gray part was slid down to the sheath (unknown). When both were brought back up to the handle, the tamper (white straw with green mark) was not deployed, and the plug was stuck up near the handle. There was no reported patient injury. The procedure was the mynx vcd used in a peripheral diagnostic and a retrograde approach was used .the physician is mynx certified. The device was prepped as per the instructions for use. Hemostasis was achieved by manual compression. The patient recovered after the mynx event. The device will not be returned for evaluation as it was already discarded.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) did not deploy. The gray part was slid down to the sheath (unknown). When both were brought back up to the handle, the tamper (white straw with green mark) was not deployed, and the plug was stuck up near the handle. There was no reported patient injury. The procedure was the mynx vcd used in a peripheral diagnostic and a retrograde approach was used. The physician is mynx certified. The device was prepped as per the instructions for use. Hemostasis was achieved by manual compression. The patient recovered after the mynx event. The product was not returned for analysis. A product history record (phr) review of lot f2114102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy -advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds¿. As no lot number was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# f2114102 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure (vcd) did not deploy. The gray part was slid down to the sheath (unknown). When both were brought back up to the handle, the tamper (white straw with green mark) was not deployed, and the plug was stuck up near the handle. There was no reported patient injury. The device will not be returned for evaluation as it was already discarded.